Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received five inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks over the span of two events due to what appears to be atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) provided a review of the event. This device remains in service. No additional adverse patient effects were reported.